Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device indicate ¿local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ a review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient got the surgery on (B)(6) 2016 due to hydrocephalus. According to the report the patient developed a fever and an intracranial infection. The report stated that the device was explanted on (B)(6) 2016. Reportedly, the patient is stable. It was later reported that the device did not cause or contribute to the patient's fever or infection. It was also reported that the device did not malfunction and was working properly. Reportedly, the patient does not currently have an infection and is doing okay.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon and leak testing. However it did not meet the requirements for reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the (IFU) also indicate that ¿local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ a review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.